Event description:
It was reported that patient underwent revision hip arthroplasty due to dislocation on (B)(6) 2011. Another revision procedure was performed on (B)(6) 2011 due to sepsis and all components were removed. Patient was later released to palliative care and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "early or late postoperative infection or allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2011-00760, 00761, 1825034-2012-00076 /00078).